Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported the communicator got bent and is no longer taking a charge. Per the patient this occurred within the last 2 weeks. An email was sent to the repair department for a replacement device. Communicator bent charging port therefore is not taking a charge. No patient injury reported. Additional information was received on 14-feb-2024 from the patient who was calling for pairing assistance. The agent assisted the patient and the patient was able to request/received bolus while on the call. Additional information received from a health care provider (hcp) indicated that the patient had ptm issues in the past. The reason for the call was that the doctor wanted to know what the % change was with the ptm enabled and disabled would be.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 31-oct-2020, UDI#: (B)(4). H3. Analysis of the communicator found that the complaint could not be verified. The device passed all tests and no visual anomalies were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.